Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symfony intraocular lens (model zxr00 13.5 diopter) was to be explanted from patient¿s left eye in secondary surgical procedure because of patient experiencing decreased uncorrected visual acuity and myopia. Reportedly another lens with same model and 11.0 diopter was used as replacement for the patient. There was no incision enlargement, no sutures, no vitrectomy required. Patient was stable at discharge. Visual acuity pre-op (pre- initial implant)os 20/30+2, visual acuity post-op (post- initial implant)os 20/70+2, visual acuity post-op (post-replacement) os 20/20. No further information provided.